Event description:
Customer reported the device operated without the trigger pulled. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed trigger operation was poor due to degradation of trigger parts and dirt adhesion. The device was repaired and returned to customer on (B)(4) 2013. The complaint is indeterminate. (B)(6). Placeholder.